Event description:
Information was received from the user facility in 2006 regarding a mayfield skull clamp previously returned to integra lifesciences. It was reoprted that the mayfield skull clamp was involved in an incident where the patient received a laceration that required stiches to close.